Event description:
A counselor and supervisor from the vocational rehabilitation called asking for info about FDA device classification and approval. They have a client with mental illness who is asking the state agency to pay for the best system meridan stress assessment computerized device and training. They faxed a copy of the 510(k) letter for this device and the product brochure. The product brochure claims that by using the system "a trained practitioner or technician can then interpret the stress conditions of a particular organ system." The distributor verbally claimed this device can diagnose various medical conditions including cancer. When the agency e-mailed the distributor asking about the depth of training required, all they learned was the cost was $20,000. Device was not purchased. Unknown if device is imported. Problem keyword: fraud.